Manufacturer narrative:
(B)(4). Insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.